Manufacturer narrative:
The device history record (DHR) was reviewed and there were no discrepancies or deviations found that related to the reported issue. The trend analysis, risk analysis, and directions for use are considered acceptable with the product performing within anticipated rates. Based on the available information, user related factors (such as loading or handling techniques) and/or procedural factors (such as lens and inserter interaction) might have contributed to the event.

Event description:
Additional information was received confirming the reported event and explant.

Manufacturer narrative:
The device was returned for evaluation. Visual examination was performed and the results found the iol stuck in the cartridge of the conical zone. The leading iol haptic is protruding from the tip of the inserter. Additional information has been requested for further clarification, but not received. Investigation of this event is in progress. A follow-up report will be submitted upon completion of investigation.

Event description:
It was reported that after the placement of an intraocular lens (iol) into the eye, the iol was cut and removed from the eye due to haptic damage, allegedly from the lens ejecting at the left lateral position from the cartridge. An incision enlargement to remove the lens was made and sutures were used to close the incision. Additional information has been requested of the reporter, but not received.